Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, the tube came off with the anvil being in the esophagus. No strong tension was planned to be applied, but the tube came off easily with the device being used as usual. There was no backup, and anastomosis was performed with overlap. The surgical time was extended by more than 30 minutes. There was no patient injury.